Event description:
A valiant stent graft system was selected in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the stent graft was placed at the intended landing zone, however, when the physician rotated the blue external slider, to deploy the stent graft, the graft cover did not move. The blue external slider deployment handle was fully rotated without any movement of the graft cover. The stent graft was not deployed and removed from the patient without issue. The device was inspected, through the screw gear gap it was observed that the graft cover had separated from the graft cover t-tube. Another device was used to complete the case. There was not injury to the patient. No additional clinical sequelae were reported and the patient is fine. The device was returned and the analysis has been completed. The stent graft was still loaded in place. There were no kinks on the sheath which was straight. The taper tip was fully captured into the graft cover. The backend components were unremarkable. The external slider handle was fully open. During evaluation, the external slider could not be returned to its starting position as its movement was constrained by the broken graft cover. The delivery catheter was disassembled and the graft cover was found detached from the inner t-tube, which indicated a t-tube bond failure. The graft cover did not neck or fail but pulled straight out of the over-mold. The deployment difficulties complaint was confirmed. The root cause was determined to be related to a vendor supplied part where the over-mold process failed between the graft cover and the t-tube components causing the graft cover to break off.

Manufacturer narrative:
(B)(4).